Manufacturer narrative:
Used for explant of intraocular lens (iol). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted after the patient experienced anisometropic symptoms. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted lens was returned to our manufacturing facility for inspection. A visual inspection revealed a lens that was cut in half and was consistent with a lens that had been explanted. The lens was inspected at (B)(4) magnification and revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residue was compatible with the handling the lens, such as during the implant and explant process. There were no unacceptable cosmetic conditions related to the manufacturing process in the returned lens. No manufacturing related defect that could have caused a complaint related to a visual disturbance was identified in the returned lens.